Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the set of photos shows a piece of tissue inside of a container and it can be seen one malformed and one staple unformed on the tissue as if the fire had not been completed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was received: what were the indications for surgery? Ans: reversal of hartmann¿s procedure, to restore bowel continuity. Did the patient receive any preoperative chemotherapy or radiation? Ans: yes. Patient did receive chemotherapy. Surgery was done 6 months post-chemo. What healthcare professional fired the device and what is his/her experience with the device? Ans: device was fired by a surgeon. The surgeon is quite comfortable in using this device (has prior experience with it). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. Were there any issues with device use/firing? Ans: no. What confirmation was received that the device completed the firing sequence? Ans: green check mark was illuminated, and regular device motor sound was heard. Was the green checkmark visible at the end of the firing? Ans: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: two complete counterclockwise revolutions as per device IFU. Was there any difficulty removing the device? Ans: there was a very mild jerk, surgeon cannot say for sure if it was normal or abnormal. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. Were the donuts inspected? Ans: donuts were inspected. Donuts were completely formed and intact. Only noticeable inconsistency was the protruding staple legs from the donuts (as mentioned in this complaint summary). What is the current patient status? Ans: patient is doing well. Post-surgery recovery was uneventful. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the cdh29p was used for the anastomosis in a laparoscopic converted to open reversal of hartmann's procedure. Surgeon had proceeded to fire the cdh29p as per the optimal device performance guide. Firing of the stapler was done successfully. Surgeon proceeded to remove the cdh29p after firing was complete. Upon removing the tissue donuts from the cdh29p, surgeon noted that there were protruding staple legs coming out from the distal donut, indicative that the b-shape form for these few staples were not achieved. The anastomosis in this case was reinforced with sutures (as per surgeon regular practice). Jacuzzi leak test performed as negative for leak. Surgeons are unsure if these protruding staple legs are truly from the cdh29p or from the rectal stump staple line in the patient's previous operation. There was no delay to the procedure.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. D4: batch # 375a48. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. During the functional test, an attempt to reset the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and corrosion was noted on the motor. Due to the condition of the device, the device was unable to be reset and it was sent to (B)(6) for further engineering analysis. At (B)(6), visual analysis of the returned sample revealed that the cdh29p device arrived with the shrouds removed and was confirmed the device could not be reset. There was no apparent damage seen on the device. To rule out a flex circuit issue, a shorting plug was inserted into the wire harness of the device. The device still could not be reset with the addition of the shorting plug. Next, the motor of the device was connected to a test wire harness and activated. During this analysis, the test wire harness was overloaded and short circuited. This indicated a malfunction with the device motor. To verify this, a test motor was connected to the device and was able to be reset. To investigate the reported condition for this complaint, the device was reloaded with staples and a new washer was placed in the anvil. Then the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. Therefore, the reported condition of malformed staples was not confirmed. The conclusion for the device being unable to rest was due to the motor seizing postoperatively. This was due to fluid ingress causing corrosion of the motor. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the staple formation during analysis, the reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. Additional information was requested, and the following was received: 1.was it originally planned for this procedure to be laparoscopic? If so, why was it covered? Ans: yes, procedure was planned to be done laparoscopic. Decision was made intra-op to convert the case to open as there was too much adhesions, making laparoscopic dissection very challenging and colon not able to be mobilized adequately. 2. Does the surgeon believe there was an alleged deficiency of the ethicon device? If yes, why? Ans: surgeon does not strongly believe there was an alleged deficiency of the ethicon device. Surgeon raised this concern and requested investigation in order to rule out any possible inconsistency or defect with the ethicon device. Surgeon wanted to err on the side of caution.